Event description:
It was reported the endoeye deflectable videoscope exhibited symptom of charged coupled device pixel omission. The event occurred during a therapeutic surgical laparotomy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress was applied to the imaging section during use, causing damage to the part and resulting in the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.